Event description:
It was reported that during a transanal resection, ending with an anal repair, the device did not fire completely resulting in an incomplete staple line. The surgeon was not able to complete the procedure and it was aborted. The suture line was stabilized. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported. Additional information received: sutures were used for the incomplete staple line.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: according to the analysis results, the instrument arrived with the knife damaged and the breakaway washer with a cut off-center. Further analysis of the device showed that the anvil shaft was bent, causing the drivers and knife to be misaligned with the anvil resulting in the off center cut. This situation normally occurs when the tissue is not evenly distributed in the device and / or by pressing hard enough against the anvil. No functional test was performed. While no conclusion could be reached as to how the anvil shaft became bent, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process. Breakaway washer cut off center.